Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative replaced a power cable due to an open in the cord. Issue was resolved after replacing the cable. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by manufacturer for evaluation. The reported issue was confirmed as the cable failed visual inspection. The molded plug has been replaced by universal hospital grade plug. Cable jacket and insulation were damaged. There was no sign of electrical over stress or discoloring, no conduction surface was exposed. Failed continuity test as an open was found on ground wire to ground prong.

Event description:
A medtronic representative reported on behalf on site that, the imaging system had intermittent power issues. Manual adjustment of the power cable of the imaging system would temporarily restore power to the imaging system. There was no patient present at the time of the issue.